Event description:
It was reported the pt lost stimulation and was unable to increase the amplitude. Diagnostics revealed all invalid contacts on one lead. The other lead was programmed successfully to recapture bilateral pain coverage. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.